Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software error of the ias (image acquisition system); however, an exact root cause could not be determined. The investigation of log files does not clearly identify an issue or hint towards a particular failure. Additional communication with the service engineer clarified that the complete ias pc has been replaced and the issue was resolved and did not resurface. In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an aortic valve replacement, the system was showing an artifact on live image monitor. The examination was aborted. We are unaware of any impact to the state of health of any patient involved.